Event description:
It was reported that the patient implanted with a spinal cord stimulation (scs) system experienced difficulties charging the implantable pulse generator (ipg). To address the issue, the patient underwent a revision procedure during which the ipg was explanted and replaced. Electrocautery was reportedly used during the procedure. Following the procedure, the patient was reported to be doing well with no adverse effects noted. In accordance with facility policy, the explanted device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.